Event description:
Approximately four months post hvad implantation, the patient experienced a "controller failed" alarm. The controller was exchanged with no reported patient injury.

Manufacturer narrative:
The product has been sent back for evaluation, but has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The controller was returned for analysis. Review of the controller log files show a controller failed alarm followed by a reset event, which caused the pump to stop and automatically restart within a few seconds. The returned controller passed all visual and functional tests. The reported event of a controller failed alarm was confirmed and the mostly likely cause is assigned to electrostatic discharge (esd). Fsca apr2013 was initiated to educate user about esd risks. No additional information will be forthcoming